Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, unable to issue hydromorphone 2md tablet cii. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: section h usage of device.

Event description:
It was reported by the customer that when using thebd pyxis¿ medbank tower, unable to issue hydromorphone 2md tablet cii. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to issue medication. A technical support specialist remotely accessed the cabinet to perform troubleshooting and found that the issue required a service restart. The tss restarted the asp sync service, which successfully resolved the problem. The system functioned as intended after the technical support specialist troubleshot the device.